Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
Procedure: urogynecological. The pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Tvt-o tvt-abbrevo align to and monarc obtryx were reported to be used/implanted during this procedure.